Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the us500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u500 component. The pt rec'd a replacement monitor.

Event description:
While investigating a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor was resetting. The pt was issued a replacement monitored.